Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device after a left iliac stenting procedure. Reportedly, as the plunger was removed and the needles were withdrawn, there was no suture attached; a cuff miss occurred. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the plunger, suture, link, needles, and cuffs were not returned with the device; therefore, the scope of this investigation was very limited and the reported cuff miss/suture retrieval issue could not be confirmed. There was no needle strike mark at the posterior foot to suggest that the posterior cuff miss might have occurred due to the posterior needle striking the foot instead of engaging with the cuff inside the foot pocket during needle deployment. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.